Event description:
It was reported a patient with severe aortic stenosis, a functional bicuspid with heavy calcification and fused non-coronary and right coronary cusps underwent a tavr procedure on (B)(6) 2022. A 25mm portico valve was chosen for implant. The patient's aortic valve was pre-dilated with a 18mm non-abbott balloon. The annular measurements derived multidetector computerized tomographic (mdct) . The valve was loaded into the flexnav delivery system. The device was advanced into the target position; however, the valves position was shallow (1mm to 2mm below the pigtail indicated cusp nadir) and the valve was compressed by the heavy calcification. An arteriogram and transthoracic echo (tee) revealed no leaks and the patient maintained good hemodynamics. It was decided to deploy the valve, but the valve "popped up" after it was deployed completely. It was decided to use a snare catheter in attempts to retract the displaced valve upwards. The 25mm was moved into the ascending aorta and fixed with a single retainer tab looped by the snare catheter. It was decided to downsize the valve to a 23mm portico valve (s/n: (B)(4)) due to the severe annular calcification. The 23mm portico was prepared and loaded. The device was advanced however the delivery system interacted with the first valve while crossing the aortic arch and forcefully pushed the first valve down. It was noted that the delivery system had went through the first valve against the valve stent over the larger curve of the aortic arch and the compression/friction between the delivery system and the first valve was so strong that it moved the first valve while advancing the delivery system. It was decided to stop the attempt to implant, the entire system was retrieved from the patient. It was decided to loop the second retainer tab to fixate the first valve. When the two tabs were secured by the snare catheter, it had been over 45 minutes after the 23mm portico was loaded. The valve and delivery system were removed from the patient. The valve was never deployed in the patient and remained in the delivery system the entire time. The valve was released from the delivery system once removed from the patient and a deformity was suspected of the valve. It was noted that the stent was compressed with delayed recovery. The stent remained significantly recoiled after releasing from the delivery system. A new 23mm portico valve (s/n: (B)(4)) was prepared and loaded into the delivery system per the instruction for use (IFU) guidelines. The third valve was introduced into the target position while the users held the first valve in place with the snare catheters. The third valve was positioned at a satisfactory depth and deployed. The final tee revealed a mild paravalvular leak, mean gradient pressures of 8mmhg. Although the procedure was prolonged, no consequences to the patient were reported. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migration post deployment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with a shallow deployment and heavy calcification compressing the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including the valve meeting stent radial force specifications, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the portico tavi valve instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."h6. Medical device problem code added code 1254 difficult to fold, unfold or collapse.